Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during alignment of 26mm sapien 3 valve in the straightest possible segment of the aorta, difficulties were encountered. The valve could not be fully aligned. An attempt to deploy the valve was performed but the balloon did not inflate. Blood was observed in the atrion when negative pressure was applied. The commander delivery system and valve were pulled into the sheath and all devices were removed as 1 unit. A second delivery system and valve were prepped. A new sheath was placed. A 26mm sapien 3 valve was deployed without issue. It is to be noted that the patient has severe calcification of the iliac artery.

Manufacturer narrative:
The device was discarded; therefore, could not be returned for evaluation. No relevant photographs, video, or imagery were provided. A lot history review could not be performed, as work order information was not provided. A device history review (DHR) could not be performed, as work order information was not provided. A review of complaint data for february 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category ("leakage") and ("valve alignment difficulties"). Based on the review of the instructions for use (IFU) and training manual, no deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint.   The complaints for "delivery system - leakage" and "delivery system - difficulty with valve alignment" were unable to be confirmed, as no relevant photographs, videos, or imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage:   the crimp balloon is torn and separates adjacent to the l/c bond (note: the complaint site reported that "during attempted valve deployment the delivery system balloon did not inflate at all and it was thought to be ruptured."). Potential root causes for separation of the crimp balloon material proximal to the l/c bond have previously been identified and documented in pra. The pra demonstrated that performing valve alignment in tortuous anatomy (note: the patient was reported to have moderate tortuosity in the access vessel), could result in increased forces being applied to the bond area causing weakening/separation adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft).   Kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen.   Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon.   The patient/procedural factors that would have contributed to the crimp balloon tear (i.e. Valve alignment in tortuous anatomy; valve diving; residual fluid) would have contributed to difficulty with valve alignment as well.  As such, it is likely that patient/procedural factors contributed to the reported event. However, based on available information, a definite root cause cannot be determined at this time.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaints for "delivery system - leakage" and "delivery system - difficulty with valve alignment" were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. Available information suggests that patient/procedural factors contributed to the reported events. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates for the trend categories did not exceed the february 2018 control limits. As such, no corrective or preventive action is required at this time.